Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed the device lock up. As a result, defibrillation therapy may not be available, if it were necessary.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to an inoperative integrated circuit, designator u2.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed the device lock up. As a result, defibrillation therapy may not be available, if it were necessary.